Event description:
The patient reported that his blood glucose was elevated to 20 mmol/l (360 mg/dl) for 3 days in 2009. He changed his infusion set and his blood glucose remained elevated. He switched to injection therapy. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.